Manufacturer narrative:
Preliminary analysis revealed a crash of the programmer module.

Event description:
Reportedly, at the end of an atrial pacing threshold test, the screen of the programmer froze when the doctor clicked on the threshold value. The session had to be ended and restarted to recover proper functioning. Preliminary analysis revealed a crash of the programmer module.

Manufacturer narrative:
Analysis synthesis: analysis of the provided expertise files confirmed the reported behavior, as an inappropriate session ending was observed during a real time test on (B)(6) 2023. In-depth analysis revealed that this software issue resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. A software correction is planned to prevent recurrence of this issue.

Event description:
Reportedly, at the end of an atrial pacing threshold test, the screen of the programmer froze when the doctor clicked on the threshold value. The session had to be ended and restarted to recover proper functioning.

Event description:
Reportedly, at the end of an atrial pacing threshold test, the screen of the programmer froze when the doctor clicked on the threshold value. The session had to be ended and restarted to recover proper functioning.